Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 283 mg/dl, 107 mg/dl, and 300 mg/dl. Level 1 control was run and was in range. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.